Event description:
As reported by (B)(4) registry, the day after the patient had a precise stent implanted in the left ostium of internal carotid artery, the patient experienced a hemorrhagic stroke on the right side. The physician indicated that "24 hours post procedure, mild right visual field deficit was noticed. Visual field deficit had improved, but not completely by time of discharge." At the time of the index procedure, angiography revealed 90% stenosis of the left ostium of internal carotid artery. The lesion was described as 20mm in length, mildly calcified, mildly tortuous and eccentric. The reference vessel was 5mm in diameter. The patient's pre-procedure stroke scale scores were 0. The patient was asymptomatic. An angioguard rx with a 6mm basket was deployed beyond the lesion. A 9.0 x 40mm precise stent was directly implanted at the target lesion, with 10% residual stenosis. The patient left the angiography suite without neurological deficit. The next day the patient experienced right visual field loss and was diagnosed with a stroke (intracerebral/subarachnoid hemorrhage). The onset of the event was gradual. The patient partially recovered with minor residuals. Emergent surgery was not performed. The event was reported to be related to the index procedure by the reporter. The patient was discharged four days after the index procedure. Addendum: new information received via adjudication shows that the stroke was on the right side and was "ischemic." Also diagnostic imaging revealed thrombosis two days post in the previously placed stent that was not hemodynamically significant.

Manufacturer narrative:
The adjudication minutes agree with the previous diagnosis of cerebrovascular accident. However, the stroke will be changed from hemorrhagic to ischemic stroke. New information shows that diagnostic imaging revealed thrombosis two days post in the previously placed stent that was not hemodynamically significant. As reported by (B)(4) registry, the day after the patient had a precise stent implanted in the left ostium of internal carotid artery, the patient experienced a hemorrhagic stroke on the right side. The physician indicated that "24 hours post procedure, mild right visual field deficit was noticed. Visual field deficit had improved, but not completely by time of discharge." At the time of the index procedure, angiography revealed 90% stenosis of the left ostium of internal carotid artery. The lesion was described as 20mm in length, mildly calcified, mildly tortuous and eccentric. The patient's pre-procedure stroke scale scores were 0. The patient was asymptomatic. An angioguard rx was deployed beyond the lesion and a 9.0 x 40mm precise stent was directly implanted at the target lesion, with 10% residual stenosis. The patient left the angiography suite without neurological deficit. The next day, the patient experienced right visual field loss and was diagnosed with a stroke (intracerebral/subarachnoid hemorrhage). The onset of the event was gradual. The patient partially recovered with minor residuals. Emergent surgery was not performed. The patient was discharged four days after the index procedure. The patients medical history includes synchronous, severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, hyperlipidemia, coronary artery bypass graft (CABG), smoking, coronary artery disease, and hypertension. The patient has high risk criteria of unstable angina. The product remains implanted in the patient and thus unavailable for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Acute stent thrombosis rate is reported to be approximately 0.5%. In (B)(4) trial, stroke occurred in 5% of patients immediately or soon after balloon dilatation and stenting. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.